Event description:
Medtronic 670g pump was never tested under two real world conditions that consistently result in the device overriding recognized hypoglycemic episodes and intentionally pumping insulin despite recognized hypoglycemia, thus worsening the condition and threatening the life of the user. The conditions that trigger this event are prolonged fasting or correction of hyperglycemia with a large bolus of insulin. Either condition shifts the pump into a mode where it is not administering insulin for a prolonged period of time because it recognizes the patient¿s secondary hypoglycemia. However, in not administering insulin for a prolonged period of time, the pump - despite accurately recognizing hypoglycemia - assumes that the calibration of the guardian sensor must be off and exits the ¿blue¿ guardian mode often while the patient is sleeping. Having given a onetime audible and vibratory alarm that the patient missed due to being asleep and being hypoglycemic, the pump disables further hypoglycemic alarms and exits the blue guardian mode. Once in grey non-guardian mode with hypoglycemic alerts disabled, the pump begins injecting substantial boluses of insulin into the unconscious patient, worsening hypoglycemia and threatening the life of the patient. Dates of use: (B)(6) 2018 - (B)(6) 2019. Diagnosis or reason for use: diabetes. Is the product compounded? No. Is the product over-the-counter? No. Event reappeared after reintroduction? Yes.